Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the keypad of the insulin pump were unresponsive. Blood glucose level at the time of the call was not provided. No further information was provided.